Event description:
Bought bausch and lomb's renu with moistureloc and found that I was losing my eye sight -blurred- and developed a great pain in and around my eye ball, sunlight really started to be a bother, some redness to my right eye developed, then when driving home from work after a bad day of not clearly seeing I heard on public radio that this product was taken off the market in hong kong. When home I sent my wife to the store to buy me any brand but not bausch and lomb. Using this other brand I regained much better vision in a matter of two days. Now I know that the product was causing all the pain. This product should not be on the market and never should have been sold. I wish everyone who works at bausch and lomb wearing contact lenses had used this prior to selling it. It would never have made it to the stores and caused me this very emotional scare. Thanks to national pubic radio, I was saved in time.